Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). This product is not marketed in the us. Health effect- clinical code 4581: significant reduction of ica. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -7.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault, elevated iop and significant reduction of irido-corneal angles. This exchange resolved the problem.